Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the deltapaq coil (dfs10082020/g14172) stretched when placed in the aneurysm. Another device was used. There was no reported patient injury.

Manufacturer narrative:
The complaint of the coil being stretched is confirmed. Due to lack of clarification by the end user of the complaint event, the exact root cause of the coil stretching cannot be determined, however a primary contributing factor to the coil stretching can be assigned. Based on evidence received, the contributing factor to the coil stretching may have occurred during repositioning of the coil inside the target site. During repositioning the coil may have become temporarily anchored on itself, on the already residing in the aneurysm (if previously placed), or on the distal tip of the microcatheter. When the anchored coil was retracted for repositioning it may have stretched. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter¿¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.